Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The hm3 IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device - 1 year, 1 month. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was shocked by ICD x3 on (B)(6) 2019. The patient was transferred from osh to mm. An electrocardiogram ECG identified an abnormal ventricular paced-paced rhythm. The subject's ICD was interrogated by ep. The device showed 4 episodes of ventricular tachycardia (vt) with successful shocks. The patient was treated with single bolus of amiodarone and a single bolus of lidocaine and was resolved on (B)(6) 2019. It was reported that the patient's home medication was resumed and did not received any other ICD shocks during admission. The patient was discharged to home on (B)(6) 2019 stable and in satisfactory condition. No further information was provided.